Manufacturer narrative:
This report is submitted on august 26, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to patient being a non-user. There are no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on october 10, 2022.